Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the pump module had over infused on a patient that had a 24-hour bag of doxorubicin and a 24-hour bag of cytoxan/ cisplatin/ etoposide infusing. The 24-hour bags hung on 9/5 at 1534. The doxorubicin infusion finished approximately 1.5 hours early at 1400 on 9/6. The cytoxan/ cisplatin/ etoposide infusion finished approximately 1.5 hours late at 1715 on 9/6. The infusions were programmed correctly and were running at the correct rate. There was patient involvement but no harm.

Event description:
It was reported that the pump module had over infused on a patient that had a 24-hour bag of doxorubicin and a 24-hour bag of cytoxan/ cisplatin/ etoposide infusing. The 24-hour bags hung on 9/5 at 1534. The doxorubicin infusion finished approximately 1.5 hours early at 1400 on 9/6. The cytoxan/ cisplatin/ etoposide infusion finished approximately 1.5 hours late at 1715 on 9/6. The infusions were programmed correctly and were running at the correct rate. There was patient involvement but no harm.